Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the video image of the subject device displayed. But, the connection of camera was bad and loose. There were no reports of patient harm.

Event description:
It was reported the video image of the subject device displayed, but the connection of camera was bad and loose. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to the regional investigation center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the pins of the coupler. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. For the corrosion on the pins of the coupler, the cause of the occurrence could not be identified based on the information obtained from this complaint and the results of the investigation should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.